Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the device was unable to fire. Another reload was tested but did not work. Another handle was used successfully. There was no patient injury.